Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported the patient presented to the hospital to address unacceptably high capture thresholds. The right ventricular lead was capped and replaced. The patient condition was fine throughout the procedure and was discharged in good condition.